Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the customer had high blood glucose. Customer's blood glucose was 575 mg/dl. No troubleshooting was done on the insulin pump. The insulin pump will not be returned for analysis.